Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm magna in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 9 years, due to severe stenosis. The patient presented with dyspnea on exertion and orthopnea. The tavr was performed with a 20mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including chronic kidney disease and dyslipidemia.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm magna in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 20mm 9755rsl transcatheter valve.